Event description:
The customer reported that there was a delay in powering the device on and off.

Manufacturer narrative:
The customer reported that there was a delay in powering the device on and off. Philips performed a preliminary evaluation of the device, and the power issue could not be duplicated. The investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.